Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown broach ¿ unknown part and lot; 00620005022 ¿ shell ¿ 61439107; 00630505032 ¿ liner ¿ 61620350; 00801803203 ¿ head ¿ 61693390. Reported event was confirmed by review of medical records noting a small crack occurred on the calcar and was treated with a fully porous coated implant. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03144.

Event description:
It was reported that during an initial right total hip arthroplasty the patient experienced a small calcar fracture and treated with fully porous coated implant. Attempts have been made and additional information on the reported event is unavailable at this time.